Event description:
All follow up questions asked of the healthcare provider were marked as unknown, including patient outcome. This reporter was unable to answer any questions because the patient had dementia and alzheimers. Date was noted as (B)(4) 2014.

Event description:
It was reported that the patient fell one month prior to the report and she wanted to know if the system was still intact or not. She felt stimulation in the vaginal area. However, she was voiding ten times per day and did not know if she was getting therapeutic benefit. She had the urge to use the bathroom six to seven times per day, but would sit down and nothing would come out. The patient fell previously on (B)(6) 2013 and afterwards was changed to 3.2 volts, but did not feel any different so changed to 3.3 volts on (B)(6). The reporter stated that last time the patient had the implant on she did not feel stimulation. Then she would turned it off and feel stimulation. The reporter checked the impedances and found electrode combinations 0 and 1 and 0 and 2 at 4,000 ohms. No interventions or patient outcome were reported, so additional information was requested. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va00c20, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).